Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implantation in the left eye, there was glare (similar to the sensation of a contact lens coming out of the eye), halos with lots of circles around lights making it difficult to drive at night, flickering (not so often), blurry/hazy vision disrupting all near/far/intermediate vision, primarily intermediate and far, but occurred up close as well. Peripheral vision was also compromised in the consumer. The physical activities were also hindered. It damaged the customer mentally as well; reasoning was very slow compared to what it was. The customer's quality of life significantly declined due to inability to drive, weak reflexes, and uncertainty about the distance, as well as work insecurity. The doctor concluded from the medical prognosis that the lens was in place and with time it could improve and that there would be no more sharpness.